Manufacturer narrative:
No product returned with inability to perform investigation. However, defect was confirmed with the provided photo. Relevant documents were reviewed and deemed adequate. Based on the information provided the complaint was confirmed but the root cause for the defect is unable to be determined.

Event description:
Information was received indicating that during removal of a smiths medical portex® thoracic catheter the tubing snapped in half. Subsequently, the patient was taken back to surgery to remove the retained 5 cm of chest tubing. It was noted to be found in the mediastinum. There were no further reported adverse effects.